Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized a week or two before passing. The cause of death was surgery and diabetes. The caller did not state whether the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was 500 mg/dl at the time of hospitalization. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, at the time of hospitalization. It is unknown if the customer was using sensors. The caller agreed to return the insulin pump for analysis.